Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the transmission report indicated low rvtip to rvcoil impedances on the right ventricular (rv) lead which triggered an impedance warning a couple of months ago. There was also a high rv threshold alert that triggered approximately a month ago. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead trend shows a decline in r-wave in (B)(6) 2018.